Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the device not working properly. It was identified that the balloon was empty. The source and location of the leak was not determined. All components were removed and replaced. There were no patient complications.